Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The exposed superior vena cava defibrillation coil was fractured. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that the lead was returned with severe explant damaged. Visual inspection found the outer and inner insulation breached/ 1st clavicle rib crushed. Visibly, the svc proximal x-groove was gone causing the svc exposed coil and the svc internal cable disconnected destructive analysis was performed, visual inspection on svc exposed conductor and cable ends, fractured in vivo was confirmed. There distal conductor fracture in vivo was observed, also. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial right ventricular lead was noted to have been replaced. The replacement lead was noted to be prophylactically replaced. The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.